Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_prog, product type: programmer. (B)(4).

Event description:
It was reported that the patient's implant battery died and caused a lot of problems, including shocking. The caller withheld the patient's name or any further information and it was noted the information may be unreliable. No outcome or intervention was reported regarding this event. If additional information is received, a follow-up report will be sent.